Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite having been charging for over an hour. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Updated b5.